Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Customer refused to give personal information. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for syringe bending when inserting syringe into insulin bottle. The customer did not report symptoms. Medical attention is not reported as a result the product storage location is undisclosed. The syringe lot manufacturer¿s expiration date is 11/18/2021 and open date is approximately one month ago.